Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device stalled/seized, would not oscillate when power was applied, and failed functional test. It was further observed that there was an unknown liquid substance on the electronic control unit - slide sleeve, showed signs of immersion, the motor, angle stick, and plug sa400 were corroded, and the gear for reciprocator was seized due to improper maintenance, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery reciprocator device was spraying water. It was reported that the o-rings may have failed allowing the water intrusion. It was not reported if there was delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.